Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-20569. It was reported the patient was admitted to the hospital on (B)(6) 2013, after a trial procedure due to stabbing pain in the feet whether stimulation is on or off. The patient was released two days later. Follow-up identified the pain has completely resolved with no further intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.